Event description:
The arterial temp probe housing on the oxygenator did not appear to be bonded to the oxygenator and a significant leak occurred requiring change out of the circuit. No patient was connected or supported by the circuit at the time of the incident. This occurred during set up of the equipment.